Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was faced tubing kinked event on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city :(B)(6). Patient country: united states.